Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. At the customer site, the fse confirmed the error by viewing the error log but was unable to reproduce the error. The fse replaced the wash probe due to suction tube was damaged and the customer lost the thumb screw. The resolution was verified by performing several wash primes and quality control without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [4313] wash1-z home overrun. Cause: the home sensor s130, which is not supposed to be activated after the bf probe 1 moves, was activated. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s130 and also check to see the cause of slipping, and so on, that occurs when pm130 moves to the limit side. The most probable cause of the reported event was due to failure of the wash probe.

Event description:
A customer reported "4313 wash1-z home overrun¿ error on the aia-900 analyzer. The customer stated the bf probe #1 tubing is cracked and the tip has disappeared. The customer is unable to locate the fallen bf probe tip. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The washing probe assembly was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed on the returned part and found that the metal portion of the wash probe tube exhibited bending stress and the surrounding plastic was widely opened due to applied force stress. Due to the visual damage observed, functional testing was unable to be performed. The failure confirms a mechanical problem due to overrunning of z-limit. The wash probe tube exhibited deformation and plastic separation due to mechanical stress. The most probable cause of the reported event was due to a failure of the wash probe assembly.